Event description:
Pt was revised to address tibial loosening. Osteolysis was also reported.

Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
The initial report received via the (B)(4) study indicated that during the index procedure, the physician was unable to track the angioguard (B)(4) to the proximal left internal carotid artery (ica) lesion the procedure was completed using a noncordis embolic protection device with implantation of three overlapping precise stents without technical difficulty or associated adverse events. Additional information received via the (B)(4) study indicated that eight days after the index procedure the patient suffered a neurological deficit of behavioral change and was diagnosed with an ischemic stroke. It was reported as unknown if the event is related to the cordis product or index procedure. The duration of the event was reported as unknown. This complication was adjudicated as a cerebral vascular accident (cva) a major, ipsilateral, ischemic/embolic event related to the procedure and the device. In addition, this event was adjudicated as a subacute stent thrombosis with report of MRI findings nine days post procedure indicating left internal carotid artery occlusion. The adjudication process also reported a minor ipsilateral, ischemic/embolic cva which occurred approximately three weeks post index procedure. It was reported that there were sudden changes in mental status and two new areas of infarct. At index procedure the (B)(6) female had a history of cardiac arrhythmia, diabetes, dyslipidemia, hypertension and peritoneal dialysis-dependent renal failure with high risk criteria indicated as high cervical ica lesions or cca lesions below the clavicle. She was being evaluated for a kidney transplant when a left ica stenosis was discovered. Baseline (B)(6) score was indicated as 0 and the patient was asymptomatic with no contralateral occlusion. The target lesion location was the proximal left ica. The reference vessel was 4.9mm. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 90% with lesion length 11mm. Total length of stented segment was 72mm with placement of three overlapping precise stents. Lesion calcification was described as severe and concentric. Vessel tortuosity was severe. An angioguard ((B)(4)/lot no. 70708512) distal protection device was used but could not be tracked to the lesion. A medtronic guardwire was used in the procedure. Three precise stents were implanted for treatment of target lesion. A 6x30 precise was deployed at the target lesion without malfunction or associated major adverse event. A 8x40 and 3 8x30 precise were deployed distal to the target lesion overlapping the first stent without stent malfunction or associated adverse event. Final target lesion diameter was 0%. No neurological deficit when the patient left the angiography suite. Post procedure and discharge antiplatelet therapy included clopidogrel and aspirin. The patient was discharged post procedure day 2 with an (B)(6) stroke score of 0. The site reported that the patient experienced an ischemic stroke eight days post index procedure with an unknown duration of neurological deficits and an unknown recovery. The patient had been admitted an outside facility for this stroke event. Additional information received via the adjudication process reported that the patient was admitted to an outlying facility with aphasia and right hemiparesis. She was outside the window for tpa. A MRI on nine days post index procedure showed multiple acute, recent infarcts in the left middle cerebral artery territory. The mra confirmed left internal carotid artery occlusion on the same date. She was followed by neurology. She was stabilized and transferred to a rehabilitation center five days post admission. At the rehabilitation center, she participated in the various therapies until a sudden change in mental status approximately three weeks post index procedure with MRI revealed two new areas of left cerebral infarction that were not present on the recent MRI. The following day, the patient had seizure activity and was started on levetiracetam. The patient's course was complicated with unrelated medical conditions including gastrointestinal bleeding, coagulopathy, encephalopathy, leukocytosis, urinary tract infection, clostridium difficile as well as diagnosis of left ventricular hypertrophy, left ventricular diastolic dysfunction, and mild pulmonary hypertension. Palliative care services were enlisted to oversee her care due to her extended encephalopathic state. It was noted on physical examination that the patient was non-conversant; with intermittent opening of her eyes to various auditory and tactile stimuli. She had occasional purposeful movements of her left upper extremity and had right hemiparesis with no sign of tremor or seizure. There were no other significant neurological findings documented. It was reported that the patient died approximately four months post index procedure with the cause of death reported as end stage renal disease and diabetes. It was documented that a CT of the brain revealed no evidence of acute intracranial abnormalities and no significant change in the left hemisphere compared to a CT done three weeks prior. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke and instent thrombosis are a well-known potential adverse events associated with the carotid stent implantation procedure as outlined in the instructions for use. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Review of the information suggests that vessel/lesion characteristics and procedural factors including implantation of three overlapping stents along with the patient's extensive and medical condition may have contributed to the reported events. There is no evidence that device defect or manufacturing issues contributed to the events. Therefore no corrective action will be taken at this time. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-01795, 9616099-2009-01796, and 9616099-2009-01797.

Manufacturer narrative:
Cc updated to address additional adjudication indicating death, neurological. The initial report received via the (B)(6) study indicated that during the index procedure, the physician was unable to track the angioguard (B)(4) to the proximal left internal carotid artery (ica) lesion the procedure was completed using a noncordis embolic protection device with implantation of three overlapping precise stents without technical difficulty or associated adverse events. Adjudication review: additional information received via the sapphire study indicated that eight days after the index procedure the patient suffered a neurological deficit of behavioral change and was diagnosed with an ischemic stroke. It was reported as unknown if the event is related to the cordis product or index procedure. The duration of the event was reported as unknown. This complication was adjudicated as a cerebral vascular accident (cva) a major, ipsilateral, ischemic/embolic event related to the procedure and the device. In addition this event was adjudicated as a subacute stent thrombosis with report of MRI findings nine days post procedure indicating left internal carotid artery occlusion. The adjudication process also reported a minor ipsilateral, ischemic/embolic cva which occurred approximately three weeks post index procedure. It was reported that there were sudden changes in mental status and two new areas of infarct. In addition, follow-up adjudication indicated agreement with a death/neurological approximately four months post index treatment as procedure-related was indicated. It was reported that the patient became profoundly hypotensive with bradycardia while on dialysis with a period of approximately ten minutes between the time when she was initially pulseless to when a pulse was regained. A CT of the head was negative for bleed. The patient was transitioned to palliate care with progressive decline in clinical condition and the patient expired later that day. End stage renal disease was listed as the immediate cause of death with diabetes as a contributing factor. An autopsy was not performed. At index procedure the (B)(6) female had a history of cardiac arrhythmia, diabetes, dyslipidemia, hypertension and peritoneal dialysis-dependent renal failure with high risk criteria indicated as high cervical ica lesions or cca lesions below the clavicle. She was being evaluated for a kidney transplant when a left ica stenosis was discovered. Baseline (B)(4) score was indicated as 0 and the patient was asymptomatic with no contralateral occlusion. The target lesion location was the proximal left ica. The reference vessel was 4.9mm. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 90% with lesion length 11mm. Total length of stented segment was 72mm with placement of three overlapping precise stents. Lesion calcification was described as severe and concentric. Vessel tortuosity was severe. An angioguard ((B)(4)/lot no. 70708512) distal protection device was used but could not be tracked to the lesion. Three precise stents were implanted for treatment of target lesion. A 6x30 precise was deployed at the target lesion without malfunction or associated major adverse event. A 8x40 and 3 8x30 precise were deployed distal to the target lesion overlapping the first stent without stent malfunction or associated adverse event. Final target lesion diameter was 0%. No neurological deficit when the patient left the angiography suite. Post procedure and discharge antiplatelet therapy included clopidogrel and aspirin. The patient was discharged post procedure day 2 with an (B)(4) stroke score of 0. The site reported that the patient experienced an ischemic stroke eight days post index procedure with an unknown duration of neurological deficits and an unknown recovery. The patient had been admitted an outside facility for this stroke event. Additional information received via the adjudication process reported that the patient was admitted to an outlying facility with aphasia and right hemiparesis. She was outside the window for tpa. A MRI on nine days post index procedure showed multiple acute, recent infarcts in the left middle cerebral artery territory. The mra confirmed left internal carotid artery occlusion on the same date. She was followed by neurology. She was stabilized and transferred to a rehabilitation center five days post admission. At the rehabilitation center she participated in the various therapies until a sudden change in mental status approximately three weeks post index procedure with MRI revealed two new areas of left cerebral infarction that were not present on the recent MRI. The following day the patient had seizure activity and was started on levetiracetam. The patient's course was complicated with unrelated medical conditions including gastrointestinal bleeding, coagulopathy, encephalopathy, leukocytosis, urinary tract infection, clostridium difficile as well as diagnosis of left ventricular hypertrophy, left ventricular diastolic dysfunction, and mild pulmonary hypertension. Palliative care services were enlisted to oversee her care due to her extended encephalopathic state. It was noted on physical examination that the patient was non-conversant; with intermittent opening of her eyes to various auditory and tactile stimuli. She had occasional purposeful movements of her left upper extremity and had right hemiparesis with no sign of tremor or seizure. There were no other significant neurological findings documented. It was reported that the patient died approximately four months post index procedure with the cause of death reported as end stage renal disease and diabetes. It was documented that a CT of the brain revealed no evidence of acute intracranial abnormalities and no significant change in the left hemisphere compared to a CT done three weeks prior. Approximately four months post procedure the patient became profoundly hypotensive and bradycardic while on dialysis with cardiopulmonary resuscitation initiated. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke and instent thrombosis are a well-known potential adverse events associated with the carotid stent implantation procedure as outlined in the instructions for use. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Review of the information suggests that vessel/lesion characteristics and procedural factors including implantation of three overlapping stents along with the patient's extensive and medical condition may have contributed to the reported events. There is no evidence that device defect or manufacturing issues contributed to the events. Therefore no corrective action will be taken at this time. Based on the available information pertaining to the patient's death approximately four months post precise stent implantation there is no clear relationship to the implanted devices; therefore no conclusion can be made. As outlined in the IFU, death is a known adverse event associated with carotid artery stenting. However, because the cardio-pulmonary arrest occurred during dialysis and the cause of death was indicated as end stage renal disease with diabetes as a contributing factor, the patient's extensive comorbidities are identified factors to the reported death. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-01795, 9616099-2009-01796, and 9616099-2009-01797.

Event description:
The customer contacted baxter?s technical service center for assistance ending therapy during dwell 5/5. The home patient (hp) stated the blue clamp bag disconnected during dwell 5/5. The baxter technical service representative (tsr) helped the hp end therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. Product surveillance contacted the hp on (B)(6) 2010. Per the hp, the spike separated from the supply bag while performing troubleshooting steps with the tsr to resolve an alarm that had occurred on the homechoice device. The hp stated he pushed and twisted the spike and the spike "popped" out of the bag. The hp stated he discarded the entire set-up and ended therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
A follow-up adjudication indicated agreement with a death/neurological approximately four months post index treatment as procedure-related was indicated. It was reported that the patient became profoundly hypotensive with bradycardia while on dialysis with a period of approximately ten minutes between the times when she was initially pulseless to when a pulse was regained. A CT of the head was negative for bleed. The patient was transitioned to palliate care with progressive decline in clinical condition and the patient expired later that day. End stage renal disease was listed as the immediate cause of death with diabetes as a contributing factor. An autopsy was not performed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-01795, 9616099-2009-01796, and 9616099-2009-01797.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report # 9616099-2009-01795 and 9616099-2009-01796.

Manufacturer narrative:
Additional details of the post-procedure complications were obtained. On (B)(6) 2009, the patient was admitted to an outlying facility with aphasia and right hemiparesis. She was outside the window for thrombolytics (tpa). A MRI on (B)(6) 2009 showed multiple acute, recent infarcts in the left middle cerebral artery territory. The mra confirmed left internal carotid artery occlusion on the same date. She was followed by neurology. She was stabilized and transferred to a rehabilitation center four days later. At the rehabilitation center she participated in the various therapies until a sudden change in mental status approximately a week later. An MRI on (B)(6) 2009 revealed two new areas of left cerebral infarction that were not present on the recent MRI. Then, on (B)(6) 2009 the patient had seizure activity. The patient was started on levetiracetam. Later, the same day, the patient had a "code blue" situation. A large melanotic stool was noted. She was transferred back to the outlying facility and received two units of prbcs and/or fresh frozen plasma. The patient was reportedly unable to be reached for a 30-day follow-up visit. The site reported that the patient died on (B)(6) 2010. The cause of death on the death certificate was end stage renal disease. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-01795, 9616099-2009-01796, and 9616099-2009-01797.

Event description:
Eight days after the index procedure. The pt diagnosed with an ischemic stroke. A female pt was consented to the study in 2009. The index procedure was completed the following day,, and pt was asymptomatic. The target lesion location was the proximal left internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 90% with lesion length 11 mm. Total length of stented segment was 72 mm. Lesion calcification was described as severe and concentric. Vessel tortuousity was severe. The final target lesion percent diameter stenosis was 0%. An angioguard (lot no. 70708512) distal protection device was used but could not be tracked to the lesion. A medtronic guardwire was used in the procedure. Three precise stents were implanted for treatment of target lesion. There was no malfunction with the stents. The final target lesion percent diameter stenosis was 0%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged two days later, with clopidogrel and aspirin directed. Eight days after the index procedure, the pt suffered a neurological deficit of behavioral change and was diagnosed with an ischemic stroke. It is unk if the event is related to the cordis product or index procedure. The duration of the event is unk.